Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed.

Event description:
The customer reported they have noticed positional spo2 readings from rd set sensor. They have noticed that if the white foam tail becomes kinked or is twisted that the spo2 readings on the monitor will drop out. Once the white foam tail is repositioned (flat), it was observed that the spo2 readings returned. No patient impact or consequences were reported.